Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, the pacemaker's atrial set screw could not be engaged with the wrench. Some sort of hard build up was noted on the set screw slot. The atrial lead could not be separated so it was cut and capped. The device and lead were then successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of cannot untighten the a-setscrew to remove the lead was confirmed. The device was returned for analysis. Analysis revealed that calcified blood was filling the a-setscrew inset, preventing the wrench from engaging it. Wrenches cannot penetrate calcified blood so the wrench can only be partially inserted into the setscrew inset. In lab testing the calcified blood was removed from the setscrew inset. The blood came through a hole punched out through the septum by the user of the torque wrench at time of implant. This is consistent with procedural damage, no other anomalies were found.

Manufacturer narrative:
Correction: section b5 - "(B)(6) 2025" should have been included in the initial b5. Section e1 - (B)(6). Section h6 - investigation conclusions should have been "unintended use error caused or contributed to event" instead of "no problem detected".

Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, the pacemaker's atrial set screw could not be engaged with the wrench. Some sort of hard build up was noted on the set screw slot. The atrial lead could not be separated so it was cut and capped on (B)(6) 2025. The device and lead were then successfully replaced. There were no patient consequences.